Event description:
Pt was on levophed drip when pressures started dropping without reason. Levophed was increased without effect. Md was paged to bedside, liter bolus was ordered along with EKG. Pt remained hypotensive with levophed drip reaching max infusion levels. When levophed line was double checked, the infusion clip was secure, however, there was fluid leaking, and upon further inspection the male adaptor was bent and leaking fluid around it. The infusion clip was changed, bp increased and levophed rate was decreased to prior levels.